Event description:
Edaz fractured during placement.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Manufacturer narrative:
Event date was reported in error, should have been unknown. Changed to "no" for product evaluation, "yes" was checked in error. Recall #z-1215-2014.